Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the proglide instructions for use states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. In this case, it is unknown if the continued deployment specifically contributed to the reported needle to cuff miss. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a watchman interventional procedure. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, no blood flow was observed from the marker lumen of the proglide device. The device was removed and re-flushed successfully again. The proglide device was re-inserted into the anatomy again and although no blood flow was observed from the marker lumen the device was deployed, a cuff miss occurred. The sheath was upsized to a 14f and the watchman procedure was completed. Hemostasis was achieved via a figure of 8 suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.